Event description:
It was reported that while inserting a xia 3 titanium blocker at l3-s2, the blocker was "chipping" intra-operatively. Surgery was successfully completed with no delay and a new blocker. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
Corrected data b.2. Implant and explant date: it was previously reported that the device was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. Upon review of additional information received, it has been clarified that the event occurred intra-operatively on (B)(6) 2020. Visual inspection: the threading of the blocker was found to be deformed, indicative of misalignment or cross threading. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. From the xia 3 stg: pre-operative precautions. Stryker spine devices can only be used by doctors who are fully familiar with the surgical technique required and who have been trained to this end. The doctor operating must take care not to use the instruments to exert inappropriate stress on the spine or the implants and must scrupulously comply with any operating procedure described in the surgical technique provided by stryker spine. For example, the forces exerted when repositioning an instrument in-situ must not be excessive as this is likely to cause injury to the patient. To reduce the risks of breakage, care must be taken not to distort the implants or nick, hit or score them with the instruments unless otherwise specified by the applicable stryker spine surgical technique. Based on the threading deformation, the most likely root cause is misalignment or cross threading of the blocker. It was also reported that the derotation tube and screw may not have been properly aligned, and the surgeon confirmed that they tried to force the blocker through. These events most likely lead to the blocker misalignment and deformation.

Event description:
It was reported that while inserting a xia 3 titanium blocker at l3-s2, the blocker was "chipping" intra-operatively. Surgery was successfully completed with no delay and a new blocker. No adverse consequences or medical intervention were reported.